Event description:
The following was reported to hamilton medical ag: c1 shut down alarm showed ventilation canceled and vent went into ambient mode. The patient was unharmed.

Manufacturer narrative:
A detailed investigation was performed by an expert from the technical service: the issue in (B)(4) is deemed a reportable event since the malfunction 'termination of the breathmonitoring process' which logs different tfs and switches to ambient mode during ventilation will cause the ventilator to become inoperable or stop working as intended. The root cause of the ventilator device was a software issue that sent the device into ambient state after 65535 autozero-runs. Within this investigation it has been confirmed that the device failed to meet its specifications at the time of the event while it was used for treatment or diagnosis. There was no patient or user harm reported at all from complainant which should have led to further questions regarding any harm to the patient or user. As the complaint (B)(4) was submitted to hamilton medical ag more than 8 months ago, no attempts will be performed to obtain additional information. The allegation in (B)(4) was confirmed to be a complaint. No further investigation or correction will be performed except those mentioned above. In future hamilton medical ag will report an event similar to the issue in (B)(4) as it will be deemed a reportable event. Hamilton medical ag case number is: (B)(4).

Event description:
The following was reported to hamiton medical ag: c1 shut down alarm showed ventilation canceled and vent went into ambient mode. The patient was unharmed.

Manufacturer narrative:
The investigation is still ongoing. Hamilton medical ag case number is: (B)(4).